Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were having a return of symptoms. Patient stated that they were in the hospital and that they couldn't feel the "difference", but they think that they need to increase their stimulation. The patient added that their last adjustment was made about a year ago. During the call, the agent tried to walk the patient through connecting to their ins, but the patient seemed to have trouble using their controller. The agent reviewed general device use, but the patient stated that they think they should go see an hcp for assistance in making the adjustment. The patient also requested to have an mdt rep present during their appointment. The agent sent an email to the field for visibility.